Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a arthrex employee via (B)(4) that an ar-1204d drill bit broke when drilling the hole in the graft, with no impact on the patient. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The complaint is confirmed based on the customer provided video, which shows that the tip broken and abrasion marks on the shaft. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.